Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test and displacement test. No pump error noted during testing. However, pump trace download analysis confirmed the pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage (loaded v lith) was less than 3.5 v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The pump was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer¿s blood glucose level was 277mg/dl at the time of the incident. The customer was advised the insulin pump will need to be replaced. The insulin pump is being replaced and is expected to return for analysis.